Event description:
It was reported that cadd solis vip pump ? Air in line alarm, unable to start pump. No patient injury reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during preventive maintenance procedure.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed the tamper seal was missing from the device upon receipt. Functional evaluation including non-destructive testing of the pump was performed. Error codes were not found in the device event history log. Results: the customer reported problem of faulty air in line error was duplicated during the investigation. When a cassette was attached and in the multi-user mode, the air detector was nonfunctioning. Root cause of the customer report event would be attributed to an inoperable air detector, but who caused the air detector to not operate is unknown and could not be determined. The air detector was replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d5: correction: operator of device: unknown, no information received, e4: correction: initial reporter sent to FDA: unknown, no information received.